Event description:
It was reported that the device was bent while using it. No patient injuries were reported. No backup was available from smith and nephew.

Manufacturer narrative:
One arthropierce 35 degree up was returned for evaluation. Visual assessment confirmed the reported complaint. The distal tip is bent and twisted. The condition of the device indicates excessive force was placed on the tip during use resulting in its breakage. Per the device IFU under precautions "as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure." No root cause related to the manufacture of the device can be established. Correction in : company representative should be in blank.